Event description:
Tech found siderail is loose and won't stay up.

Manufacturer narrative:
Technician replaced screws, bushing, latch siderail, block lower pivot, and roller guide to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.